Event description:
Two months ago the user was not able to hear with the device when he bent over or bowed his head. The sound returned when he pressed on the device with his hand. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken wireguard and bifilar wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two months ago the user was not able to hear with the device when he bent over or bowed his head. The sound returned when he pressed on the device with his hand. The user has been re-implanted.